Event description:
The following was noted through literature review: between january 2003 and september 2010, a total of in 912 patients with 990 lesions were successfully treated with des implantation (541 sirolimus-eluting stents (ses), 220 zotarolimus-eluting stents (zes), and 229 everolimus-eluting stents (ees) and underwent 9-month follow-up angiographic surveillance at the asan medical center, seoul, korea. Immediate post-stenting ivus was available in all of the enrolled patients at the 9 month follow up results were noted for ees as in-stent restenosis 10 (4.4%); in-stent minimal lumen diameter (mm) 2.6 +/- 0.5; in-stent diameter stenosis (%) 14.9 +/- 12.2. Target lesion revascularization was performed in 2.1% of the zes, 0.7% of the ees and 1.3% of the ses, respectively. No additional information was provided.

Manufacturer narrative:
(B)(4). : date of event estimated based on date of publication. Date of implant estimate based on date of publication. Concomitant medical products: stent: cypher select, select plus; cordis, johnson and johnson; medtronic endeavor resolute; promus. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported stenosis is listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional promus device referenced is being filed under separate medwatch reports. Article attached: intravascular ultrasound assessment of optimal stent area to prevent in-stent restenosis after zotarolimus-, everolimus-, and sirolimus-eluting stent implantation.